Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of device (highly calcified lesion). Unapproved use of the device (device used in the celiac artery). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (highly calcified lesion). (B)(4).

Event description:
It was reported that the assurant cobalt stent slipped off the balloon onto the shaft while advancing through a celiac vessel with 80% stenosis and moderate calcification and tortuosity. The device was removed and replaced with a smaller profile device and completed successfully. There was no damage evident on the device packaging. It is unknown if the lesion was pre-dilated there was no injury to patient.